Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot s11176 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other confirmed related complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 13 feb 2023, all of the (B)(4) devices released to finished goods for lot s11176 have been distributed with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a 68 year old male had ventral hernia repair surgery on (B)(6) 2013. During the hernia repair surgery, his surgeon implanted a strattice mesh in him; lot and batch numbers s11176-275; 2025002. After surgery, the patient had revision surgeries on (B)(6) 2014, and (B)(6) 2014.